Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. The customers blood glucose (bg) level was impacted 580 mg/dl. The customer was at work when the reported issue occurred, the customers parent had to drive to give the customer syringes to take a manual injection. The customer took a manual injection to stabilize (bg) level. During troubleshooting with tandem technical support, it was confirmed that the device still turns on when plugged into a power source. It was indicated that the customer would continue to use the current pump and has manual injections available as alternate insulin therapy.

Manufacturer narrative:
.